Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. Since the initial result was "positive", the doctor sent a second sample from the patient as a "control". After observing the discrepancy between the results of the two samples, the reporter requested for a third sample while rerunning the initial and second samples. The initial result of the initial sample at 4:07 pm was 0.023 ng/ml with a data flag. The repeat result at 9:36 pm was 0.006 ng/ml. The initial result of the second "control" sample at 7:04 pm was 0.004 ng/ml. The repeat result at 9:36 pm was 0.006 ng/ml. The result of the third sample at 11:16 pm was 0.006 ng/ml. The reagent lot number is 596372. The expiration date is 31-mar-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 did not indicate any issues. The customer's recovery qc level 1 was low and outside of 2 sd on the day of the event, with the next measurement not occurring until the following day. All remaining qc recovery appears to be acceptable. Product labeling states "quality control - controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration. The control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits. If necessary, repeat the measurement of the samples concerned. Follow the applicable government regulations and local guidelines for quality control." The target draw volume was 5.0 ml. The sample draw volume was 4.0 ml. The sample draw volume is lower than the target draw volume. The sample is a low-volume blood sample tube. The investigation determined that the issue was due to the customer's pre-analytical sample handling (low-volume blood tube). The issue was resolved when the customer repeated the sample for the correct result.